Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the mesentery during a laparoscopic long limb roux-en-y, the surgeon was able to press the green button but stapler would not fire. A new grey load was put on the handle and it fired. The procedure was completed using the same handle. There was no patient injury.